Event description:
Related manufacturer reference number: 2017865-2023-01079. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited a gradual increase in pacing impedance. The right ventricular lead was explanted and replaced. During the surgery, the atrial lead dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed. A partial lead was returned in one piece for analysis. Visual inspection of the lead found calcification covering the ring electrode which likely caused the gradual rise in the pacing impedance.